Event description:
On (B)(6) 2012, pt's spouse called pager at 1938 stating (B)(6) had called her because he was red heart alarming, speed dropped to 7200. On wall power at that time, no one at home with him. Pt alert and conscious. Was able to call ems, who helped pt switch to battery and then to his backup controller. Spouse on her way to (B)(6). Stated pt had not been feeling well today, no fevers but had been chilling. Stated vs and vad numbers stable this am. Stated last inr was 2.8. Also stated pt has been having "vision problems", but is due for cataract surgery next saturday (B)(6) 2012. Notified dr (B)(6) of all of this. Medical team sent log to thoratec for eval and kub x-ray's. It was determined that he had a driveline fracture requiring vad replacement. Pt had device replaced without any issues and hope to discharge next week.